Manufacturer narrative:
No preventive or corrective actions, including field safety corrective actions, are deemed necessary. The reported situation appears to be related to a pre-existing patient condition. The instructions for use (IFU) clearly state that the product is contraindicated for patients exhibiting known allergies or hypersensitivity to the material¿s chemical components. In addition, the IFU indicates that the clinical outcome of dental treatment is influenced by multiple variables, and that residual risks may occur even when the product is used in accordance with the instructions. These risks include but are not limited to: allergy. Aspiration; tissue, nerve, or bone damage (including magnetic resonance imaging); swallowing; discomfort; pain; edema; osseointegration failure. Treatment failure; fever; local infection; inflammation; local irritation; loss of product function; pyrogenic reaction; and prosthetic, esthetic, or biomechanical complications. The symptoms described by the patient are consistent with the identified residual risks documented for the product. No increasing trend in similar events has been observed. Therefore, no corrective or preventive actions are considered necessary at this time.

Event description:
A patient reported that approximately two months after undergoing surgery in (B)(6) 2025, they began experiencing persistent symptoms, including sensitivity and a burning sensation triggered by increased blood pressure, crying, or lying down. They also reported localized bleeding when consuming salty foods, as well as dermatological reactions, including acne and skin inflammation. In addition, the patient reported that imaging performed in (B)(6) 2026 identified the presence of "small lumps" in both the liver and kidneys. According to the patient, these findings led to a clinical suspicion (not confirmed) that the lesions may represent granulomas formed by the immune system in response to systemic metal exposure. The patient further stated that they have a known history of metal allergies, which was disclosed to the clinic prior to the procedure; however, the implant surgery was still performed.